Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8172737. Medical device expiration date: 2023-06-30. Device manufacture date: 2018-06-21. Medical device lot #: 8227671. Medical device expiration date: 2023-09-30. Device manufacture date: 2018-08-15. Investigation summary: customer returned a photo of 1 cc syringes. Customer states that there was plastic on the needles. The photo was examined and exhibited material on the cannula of both shown syringes. However, it is difficult to determine the identity of the materials solely from the photo. A review of the device history record was completed for batch # 8172737. All inspections were performed per the applicable operations qc specifications. There were zero notifications noted that pertained to the complaint. A review of the device history record was completed for batch # 8227671. All inspections were performed per the applicable operations qc specifications. There were zero notifications noted that pertained to the complaint. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure, however, it is difficult to determine the identity of the materials solely from the photo. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the material on the sample cannot be determined from the photo. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
Material no.: 305540. Batch no.: 8172737, 8227671. It was reported that there was an issue with foreign matter with the bd allergy syringe tray 1 ml 27 g x 1/2 in bd precisionglide¿ there was plastic on the needles. The following information was provided by the initial reporter: plastic on the needles.